Event description:
It was reported that the patient presented urinary incontinence with his artificial urinary sphincter (aus). The patient was brought to the or for aus exploration. First step was explanation of the balloon, a massive tear in the wall of the balloon was found. The balloon was removed and replaced.